Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (pci) needing an impella cp device for mechanical circulatory support. The impella was placed across the ventricle, wire removed and support initiated. Initial flows were around 3l min and then down to just above 2l min. The patient started to experience arrhythmia and the impella was pulled back. Attempts to reposition caused arrhythmias when pushed forward into the left ventricle, but decoupled waveforms when pulled back. A decision was made to continue with pci with current flows and stable heart rhythm. The impella was weaned and the device explanted at the end of procedure with the patient hemodynamically stable. Hemostasis was achieved with two perclose.

Manufacturer narrative:
The data logs were reviewed and confirm a reduction in motor current and flow. The pump was returned and no abnormalities were found. The pump was run in a bucket of water and adequate flows were produced. The root cause of the low flows and arrhythmias were determined to be patient condition. The pump could not be properly positioned due to the patient's small left ventricle and short ascending aorta. Without optimal positioning the pump was unable to produce the specified amount of flow per the given p-level. This report is being filed as part of a retrospective review of historical records.